Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: UDI: (B)(4). Investigation summary: the device was received and evaluated at the service center. There was no allegation of malfunction against the device from the customer, defects were identified during service evaluation. It was found that the device had liquid in the scope. The system was replaced to resolve the issue. However, the device was turned to be non-repairable. User mishandling and/or improper maintenance can be the most probable root causes of the identified failure. There are no indications from this complaint investigation that the failures are manufacturing-related, therefore a manufacturing record evaluation is not required. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the affiliate in italy that the endoscope device had moisture/water damage. During in-house engineering evaluation, it was determined that the device had liquid in the scope. There were no adverse patient consequences reported. No additional information was provided. There was no procedure nor patient involvement reported. No additional information was provided.